Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 498 mg/dl. Customer advised the insulin pump was hard to use and they needed assistance with changing out their infusion sets. Customer declined to speak to the 24 hour helpline and advised they were going to follow up with their doctor and trainer.